Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Tbm states, that the dealer alleges, the consumer mother states, that her child's hair will sometimes go backwards when pushing the joystick forward.